Event description:
The customer reported that the 840 ventilator went inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer service engineer (cse) inspected the device and could not duplicate the alleged malfunction. The unit passed extended self-testing and no parts were replaced.

Manufacturer narrative:
(B)(4).